Event description:
Drug/diluent: 5 fu + nacl. Fill volume: unk. Flow rate: 10 ml. Procedure: not provided. Cathplace: not provided. ((B)(4)). (Summary) a fast flow was reported for two pt's using model # 0443478, the pump was filled with 5 fu and infused in 21 hours instead of 24 hours. (As received) "accelerated infusion with code 443478. The easy pump was filled with 5fu and infused it in 21h instead of 24h." It was reported that there were no adverse clinical effects observed on the pt's. (Note: only the month of (B)(6) was reported for the event date, numerous attempts were made to obtain additional information for the pt's information and event date.)

Manufacturer narrative:
Method: testing methods have not been performed at this time I-flow is awaiting the return of the sample to investigate and evaluate. A review of the device history record (DHR) was conducted. Results: the DHR was reviewed for the lot number provided and the device passed all manufacturing specifications prior to release. Conclusions: at this time the device has not been received, but reported to be returning to the manufacture for an investigation and evaluation. A conclusion is not yet available until the investigation is completed. A follow-up report will be filed when the investigation is completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, tend information, or other analysis as appropriate.